Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a pump with a cadd cassette reservoir attached was exhibiting an occlusion alarm when changing the cassette or attempting to prime the IV tubing. It was reported four users have reported the same issue, and one user reported every second cassette had an issue. Per reporter one end user went to the emergency room, this event, to prevent missing a dose as the user was unable to start the infusion, there was no further information regarding this visit. It was also reported the users are experiencing anxiety and stress.